Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and performed functional testing. The fse noted that the x2 device did not produce sound, when checking the device. The fse determined the speaker needed to be replaced. The reported issue was confirmed. The device was operational after the fse replaced the speaker assembly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue multi measurement server x2 device did not have any sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.